Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd luer-lok¿ disposable syringes with the bd luer-lok¿ tip had no scale markings. The following information was provided by the initial reporter: some syringes from bd were found here that have no measurement markings on them.